Event description:
It was reported that during a lap sigma procedure, there were misformed staples. Took new instrument to complete the case. No furhter information is available. There was no adverse patient consequence.